Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer filled cannula twice delivering an extra 0.2 units of insulin. Customer's blood glucose was 226 mg/dl. Reportedly, customer was able to fill the cannula and resume insulin delivery.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.